Event description:
It was reported that during the implant procedure, the physician was unable to engage the set screw with the wrench on the pace/sense lead. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device indicated a loose/detached set screw and a set screw with a rounded socket. The set screw was sideways/disengaged in the right ventricular port, and a rounded set screw was in the high voltage b (hvb) port.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.